Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. This complaint is being reported based on the event of bleeding requiring hospitalization for recovery. On (B)(6) 2017 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device prior or post procedure. According to the complainant, during insertion of the alair bt catheter and prior to performing any activations, the physician's endoscopic vision became obscured by blood (<100 ml), so the catheter was withdrawn from the patient. After irrigation and aspirating the fluid, a blood clot could be seen in the distal lb10 segment and the physician concluded that he had damaged a vessel with the alair bt catheter. The physician removed the clot with suction during the procedure, and administered lavage and adrenaline to treat the bleeding. The bt treatment was stopped due to the event and the patient remained hospitalized overnight for observation and recovery. The patient was discharged the following day in stable condition, and is scheduled to undergo a repeat bronchial thermoplasty procedure on (B)(6) 2017.